Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump exhibited upstream obstruction and switched off during infusion. There was no reported harm.

Manufacturer narrative:
D1, d4, d7a: updated. D9 - date returned to MFR: 4-may-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. The event history log (ehl) was reviewed, and the customer-reported problem could not be replicated. Service history indicated that the device had not been serviced in the past 12 months. Visual inspection revealed no defects. Functional testing was performed, and the pump¿s cut-off pressure was found to be within specifications. The reported issue was not confirmed and was determined to be user-related.